Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported a lead broke during surgery while inserting the lead, probably due to shear along the insertion needle. The patient was enrolled in a clinical study for patients suffering from back pain due to failed back surgery syndrome.

Event description:
Additional information from the healthcare professional reported the event was resolved without sequelae.

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that a lead broke during implant. The outcome was ongoing with no further action needed. No actions were taken as interventions. No diagnostic methods were reported. The etiology was noted as not applicable to the device or therapy and related to the implant and lead. No signs or symptoms were reported.